Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: promus premier select ous mr 2.25x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Damage was noted to the 7 most proximal stent strut rows; the proximal end of the stent was pushed in a distal direction. Distal strut row 1 was lifted. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 9-jul-2018. It was reported that difficulty advancing occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.25 x 24mm promus premier select stent was unable to be advanced through the stenosis, resistance was felt. The device was removed and replaced with another same device. There were no patient complications and the patient status was stable. However, returned device analysis revealed stent damage.